Manufacturer narrative:
The device involved in this event will not be returned for eval.

Event description:
It was reported that the pt came into the hospital with a bleeding intraparenchymal and intraventricular glasdow scale 5 coma. Post avm embolization with onyx, there was no pt injury. On follow-up, it was reported the pt died due to an intracranial bleed.